Manufacturer narrative:
Manufacturing location: (B)(4). Release to warehouse date: december 20, 2016. Expiry date: december 01, 2026. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the part was received with the locking mechanism inserted too. This was done post manufacturing during use. As the locking mechanism was inserted too deep into the sleeve, the inserter could not be assembled as intended. The mechanism could easily be positioned correctly while functional test prior to assemble the inserter. The complained issue (blade could not be locked) could not be replicated and/or confirmed as reported problem could not be reproduced. Carried out functional test was passed successfully. The blade could easily be locked and unlocked as intended. No product related problem could be identified. The investigation confirms that this blade is in operational condition. Use error is most probably root cause. Due to intra-operative issues, the device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported device was used in the surgery for the femoral trochanter fracture on (B)(6) 2017. Although the surgeon turned the inserter clockwise after inserting the blade, it was found the blade could not be locked. The surgery was extended for 30 minutes. No adverse consequence to the patient was reported. Concomitant device reported: inserter (part/lot number unknown, quantity 1). This report is 1 of 1 for (B)(4).